Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the had to change the battery twice in less than a week and insulin pump alarmed power system error detected. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated they cleared that alert prior to the call. Customer was advised to remove the battery and the notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. Replace battery alarm, replace battery now alarm, power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and power loss alarm due to connector resistance (electronic board). Pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board). After disconnecting and reconnecting the internal battery connector at electronic board. Pump was monitored and functioned properly. Unit was received with minor scratched lcd window and cracked select button keypad overlay.